Event description:
Information received indicates the foot hi/low function is drifting down over night.

Manufacturer narrative:
The technician found the valve was not sealing properly and allowing fluid to slowly flow back into hydraulic manifold. The technician replaced both the hi/low up and hi/low down hydraulic valves to repair the bed.